Manufacturer narrative:
The customer's complaint of separation at the drip chamber could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of normal saline, the tubing separated from the drip chamber and leaked. There was no report of patient harm.